Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted as it was unintentionally severed during the laser explant of the right ventricular (rv) lead. This lead was not replaced as the new pacemaker implanted does not have a right atrial port. No additional adverse patient effects. This product is not expected to be returned for analysis.